Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user reported elevated bg, reaching 269 mg/dl, with sustained hyperglycemia overnight despite no alerts or device issues observed. The ilet was delivering insulin as expected. The user reported body aches during the event. No external assistance or medical intervention was required.